Event description:
It was reported that the ventricular connector on the epg (external pulse generator) was broken off. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper case was broken, the battery contacts were compressed and not heat staked in place, the battery drawer was broken, the keyboard was scratched and medical adhesive was missing from the display connectors, output connectors and battery flex connector. (B)(4).